Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump also had a cracked case at the display window corners and display window, as well as minor scratches on the lcd window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The buttons stopped working during bolus settings. The reported event occurred two weeks prior to the report and during those two weeks the customer had been on back-up plan. The customer stated that their blood glucose was good, but no specific value was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.